Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device will be evaluated. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incident of no flow. On unspecified dates, the male adapter of primary tubing sets were connected to the female adapter of the extension tubing sets and were being used to deliver 1000 ml lactated ringers via rapid gravity infusion at 500 ml/15 minutes as a co-loading dose during a spinal block procedure. The solution containers of lactated ringers were inserted into pressure bags and 300 psi applied to the solution containers. It was reported that the fluid warming device was placed between the primary tubing sets and the extension tubing sets to achieve a fluid temperature of 98.6 degrees fahrenheit. At unspecified times, the patients underwent spinal block procedures for cesarean sections (c-sections). After unspecified lengths of time after the procedures were started, the customer contact reported that the patients experienced unspecified decreases in blood pressures (bp) and heart rates (hr). At this time, it was reported that the flow of solutions were impeded due to a kink in the tubing of the extension tubing sets. The customer contact reported that patients were treated with unspecified concentrations of ephedrine and increased IV fluids. The customer contact reported that at the same time as the medications were being delivered, the kinks in the extension tubing sets were removed and the flow of solutions resumed. It was reported that patient's bp's and hr's returned to baseline and the c-section procedures were performed. No additional information was provided.